Manufacturer narrative:
The lot number was provided for both malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model md800f vena cava filter allegedly experienced malposition of device and detachment of device or device component. This information was received from various sources. The malfunctions involved patients with no reported consequences. One patient was female. Other patient details were not provided.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions; therefore, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Medical records were provided for one malfunction. For one malfunction, the investigation is confirmed for alleged filter limb detachment, filter tilt and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged filter migration. For another malfunction, the investigation is inconclusive for the alleged filter limb detachment and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model md800f vena cava filter allegedly experienced malposition of device and detachment of device or device component. This information was received from various sources. The malfunctions involved patients with no reported consequences. One patient was female and another male patient was 47 year old. Other patient details were not provided.